Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
A surgeon reported that a patient presented with decreased vision in the right eye one week post lasik. The patient was noted to have stage 4 diffuse lamellar keratitis (dlk) in the right eye. The previously prescribed topical steroid eye drops were increased and a flap lift and rinse was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states that the patient was seen in follow up and the dlk has resolved and the patient has discontinued the use of the topical steroid eye drops.